Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient stated she was receiving ¿normal readings¿ from her cgm (no specific values reported) when she began vomiting. No bg meter reading was taken at this time. The patient was wearing a tandem insulin pump. The patient¿s daughter called 911. Emergency medical services arrived and the patient was transported to the emergency room. At the ER, the patient¿s cgm was reading 49 mg/dl, and the bg meter was reading 600 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit. She was treated with an IV insulin drip and other medications that she could not recall. The patient was discharged on (B)(6) 2025. The patient reported she stayed in bed for a week at home. The patient was feeling ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient was vomiting. The reported glucose values fall within the d zone of the parkes error grid at the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.